Manufacturer narrative:
Section b3: event date is estimated. A patient experiencing migration at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had been moving in the pocket site. Additionally, one of the patient's leads had migrated and the other had high impedance. It was noted that the patient was experiencing a lack of therapeutic efficacy. Surgical intervention was undertaken on 27mar2024 wherein the patient's ipg pocket site was relocated, and the patient's leads were explanted and replaced. Therapy was restored post operatively.